Manufacturer narrative:
(B)(4).

Event description:
It was reported that a data issue occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be the mobile device updated the app version, which closed the app. The reported event of a data issue is reportable based on the finding of an app crash. No injury or medical intervention was reported.